Event description:
It was reported that an ilet user experienced sustained hyperglycemia with blood glucose values exceeding 400 mg/dl for several hours, without evidence of infusion set leakage or tubing kinks, and changed supplies with subsequent decline in glucose. Symptoms included hyperglycemia. Outcomes included need for troubleshooting and education, with continued monitoring and no hospitalization reported. Investigation included user interview and guided troubleshooting focused on infusion set integrity and supply replacement. Investigation of this case revealed no confirmed device malfunction or component failure, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.